Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grainy image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device (ccd)-unit. The most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had dotted grid pattern in the form of pinpoint shadows, affecting 100% of the image, which becomes increasingly pronounced and greatly impairs vision, distorting it. The issue occurred before sedation for unknown diagnostic type procedure, which was completed using a same device. There were no reports of patient harm.